Event description:
It was reported during the implant attempt that the physician loosened the setscrews and pulled out the torque wrench and the setcrew came out with it. The physician was unable to get the setscrew to re-engage in the header. The setcrew was stuck on the wrench. A different device was used. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. However, it was noted that the set screw was loose/detached.